Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was lying between 400 - 487 mg/dl . The customer¿s current blood glucose value was 355 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. The customer was using auto mode at the time of incident. Customer stated that the insulin pump passed complete rewind, displacement test and self test. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.